Event description:
It was reported that "I was checking out our instruments prior to use in a case and discovered that the ratcheting hold for the persuader was not working properly. I pulled the instrument out of the set and used the only remaining persuader in the case."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.